Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient passed away. The spouse of the patient that passed did not specify if this was because of the device or the company the patient was being cared for by. They did mention that they did not think it was a device malfunction during the call. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.